Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was severely damaged on the distal section with stent struts squashed and overlapping. The stent had moved distally on the balloon exposing the proximal section of the balloon body and covering the distal markerband. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent od (outer diameter) was measured and the result is within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2018. It was reported that crossing difficulty was encountered. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in a coronary artery. A 16 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on balloon.